Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-02728. It was reported the patient's experienced uncomfortable stimulation (described by the patient as "burning" sensations from the scs system). Troubleshooting was unable to resolve the issue. The patient was advised to turn the stimulation off. It was found the patient's leads have migrated. As a result, the patient may undergo surgical intervention at a later date to address the issue.